Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump would consume batteries within a week. The device also kept alarming with power loss. The patient's blood glucose at the time of incident was 370 mg/dl. Troubleshooting was initiated for the power loss alarms. The customer's first battery lasted only four hours yesterday. The customer inserted a second battery and received a failed battery test alarm. The customer was advised to reset the internal battery and the insulin pump did not flash. The customer inspected the battery cap and noticed that the metal part was missing. No products were returned and a replacement battery cap was shipped to the customer.